Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported low laser power during a retinal detachment repair procedure. The second port was tried, the probe was replaced, the laser was restarted and the laser power settings were increased without success. The laser could not be completed. The patient was seen for consultation the next day and argon laser was applied. There was no patient harm reported.